Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer stated that the screen is not broken or damaged, but it is not functioning properly. The tech support discovered two errors on the unit: alarm 316 - "blower failure" and alarm 396 - "11v standby voltage low." The customer was asked to provide the adc screen as well as a blower check that included an inspiration block valve test. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has a defective touch screen/touch screen not functioning properly in the right-side corner during an engineer scheduled inspection. The batteries were depleted, and they were not charging. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue due to the lack of additional images/details provided by the customer; the most recent update was ""waiting end users approval for ui replacement."" The problem was most likely caused by rough handling.